Event description:
I received tmj concepts device in (B)(6) 2009. This was my 7th jaw surgery and it was the worst surgery I've ever been through. During the 12 hour procedure, my airway was cut off. Since the procedure, I've had to go the e.r. Three times due to the intense pain. My oral surgeon, dr. (B)(6), also did work on my nose and sinuses and I now have allergies and my ears are constantly stuffed up. I never had allergy issues before this procedure. My bite is now so far off and my mouth now has a really deep palate. My lips and face burn, and jaw is non-functional. My memory is shot and I suffer from headaches in back of head/base of skull area. Since the procedure, I feel like a manikin, nothing feels natural. It's all mechanical. I'm taking more medication than ever before for the pain. Every time I pop a pill I hate it! I've expressed my concerns to dr. (B)(6) and have not received any good answers.